Manufacturer narrative:
Unit had button error alarm due to flattened dome switch at act button on keypad trace. Unable to verify the motor error alarm due to keypad damage. However, motor was test outside of the device and passed the motor tests. No damage found on motor.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 185 mg/dl. Troubleshooting was performed. The device was returned for analysis.